Event description:
- -

Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, resistance and pressure testing were performed to verify the leads electrical and insulation integrity. Measurements throughout these tests were within normal limits. Dried body fluid was noted 530 mm from the terminal pin. Although we were unable to duplicate the reported clinical observation, we recognize that it is not always possible to simulate an actual clinical situation in a laboratory setting. As analysis revealed that the lead was electrically continuous, we suspect that either he pacing system analyzer (psa) cables attached to the lead during the procedure did not make adequate contact to the lead ring electrode or that the dried body fluid infiltration contributed to the reported clinical allegation. With the information available regarding the procedure and the observed condition of the lead, analysis could not conclusively determine the cause of the reported clinical observation.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific crm received information that during an implant procedure, this left ventricular lead displayed high out of range impedance measurements with the pacing system analyzer. A decision was made to not implant the lead. The lead was removed and replaced successfully. Post implant, all measurements including impedance values were within normal limits. No adverse patient effects were reported.